Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.

Event description:
The customer reported that when lowering the operating table, the leg section goes up resulting in unintended movement. There was no injury, death, or procedural delay associated with this event. The customer notes that the reported allegation has occurred on multiple occasions, however, did not provide specific details. No harm or injury to patient or caregiver was reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
During on-site investigation and interviews with the user the following was obtained: after the surgical procedure the user adjusted the operating table with the zero-button to the zero/level position. All segments were leveled but the right leg section continued to move upwards and did not stop in the zero/level position. This happened only with a patient on the tabletop. Without any person on it the issue was not reproduceable. Further investigation of the device identified the sensor of the right leg section was dis-adjusted. This caused the leg section to not stop at the zero/level position and move further. The sensor was at an actuation limit. Due to this, it failed only in situations where some weight was applied on the tabletop. The root cause for the not correct adjusted sensor was not identified, but was most likely caused by an external force (e.g. A foreign object between the moving parts). The field service technician adjusted the sensor and the device is working as intended. The movement could be stopped by releasing the zero-button on the remote control. Therefore, this failure is not classified as an unintended/ self-movement of the device. The likelihood for a serious deterioration in the state of health is considered to be improbable. The user is able to react immediately once observed the movement will continue and release the button. Additionally, the device involved passed it¿s intended lifetime of ten years. Baxter medical systems is not aware of any similar event and an associated injury. Therefore, this event will be considered to not represent a serious incident.

Event description:
The customer reported that when lowering the operating table, the leg section goes up resulting in unintended movement. There was no injury, death, or procedural delay associated with this event. The customer notes that the reported allegation has occurred on multiple occasions, however, did not provide specific details. No harm or injury to patient or caregiver was reported. This report was filed in our complaint handling system as complaint # (B)(4).